Event description:
It was reported that the patient received inappropriate therapy, there was noise on egm and high impedance. A lead fracture was suspected. The lead is to be replaced, and no further patient complications were reported as a result of this event.